Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported an adverse skin reaction while wearing 3 of the adc freestyle libre sensors. The customer reported experiencing rash and blisters at the sensor site and she applied cavilon (skin barrier) to no avail. She had contact with the dermatologist however, it is unknown what, if any, emergent treatment was provided. The customer further reported that another sensor had a discrepancy reading of 30% difference when compared to finger stick reading. The report noted that the event report type as ¿serious injury¿ and it occurred on (B)(6) 2019. No further details were provided. There was no report of death or permanent injury associated with this event.